Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 95% stenosed lesion was located in the moderately tortuous right superficial femoral artery. The physician advanced a 4mm x 40mm x 146cm coyote es balloon to dilate the lesion, but the balloon ruptured at 6atms. The number of previous inflations and at what atms is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).